Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the suture broke while suturing a blood vessel. The doctor opines that the suture broke especially when tightening up the suture. The procedure was completed successfully and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Conclusion: un-dispensed suture was returned for evaluation. The suture was intact, undamaged, and free from any defects. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.